Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Insulin pump case = ngp. Customer returned insulin pump for alleged insulin blocked alarm during therapy found on november 05, 2022. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms during priming noted during testing. Insulin pump successfully downloaded to thus. Confirmed several insulin pump alarm insulin flow blocked alarm on november 06, 2022 from 07:10:10.00 to 17:37:36.00 in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected, and found moisture damage on electrical board and force sensor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, overlay scratched, minor scratched lcd window. In summary, customers alleged insulin blocked alarm during therapy was not confirmed during testing. Insulin pump passed full dry test. No unexpected insulin flow blocked alarms during bolus noted in insulin pump history download. Exposed to moisture confirmed on electrical board and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer had a insulin flow block alarm.  Troubleshooting was performed. Customer stated that set, reservoir and insulin being changed every 2-3 days per IFU guideline and the customer had not tried different set or cannula length. Customer stated that insulin has not being reused, mixed, or the insulin was not expired or denatured. Customer stated they were rotating their sites. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.